Event description:
It was reported that the pump volume intermittently annunciated a "gurgling" tone. There was no impact to the customer¿s blood glucose. Reportedly the customer reverted to manual injections for insulin therapy.